Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the hospital's intensive care unit with a blood glucose (bg) level of 1047 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.